Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer allergies burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Additional information: follow-up (06/25/2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results, updated suspect product and updated lot number. Company clinical evaluation comment: based on the information provided, the events device misuse, thermal burn, and wound drainage as described in this case is considered serious bodily injury requiring hospitalization and medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Very nasty burn/very bad burn/that burned me [thermal burn]. Drainage from the burn/ the burn did ooze drainage [wound drainage]. Did not check skin under the heatwrap during use [device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old white female consumer started using thermacare heatwrap (thermacare menstrual) (lot#: j10653s328, expiration date: feb2017) on (B)(6) 2015 for sore abdominal muscles. The patient's medical history included unspecified gastrointestinal problems from an unspecified date and unknown if ongoing, unspecified surgery resulting in "a lot of surgical scars" from an unspecified date and unknown if ongoing, unspecified muscular problems from an unspecified date and unknown if ongoing and nerve damage at s-1 and l-5 from an unspecified date and unknown if ongoing. Concomitant medications included oxycodone 20mg 2 times daily for pain on an unspecified date and unknown if ongoing and esomeprazole (nexium) 40mg one time daily for "gastrointestinal" on an unspecified date and unknown if ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as "for years'') for an unspecified indication with no adverse effect. On (B)(6) 2015, the patient reported using the heatwrap for 8 hours and experienced a very bad burn after using the heatwrap. She mentioned the burn was the size of a dime on her lower abdominal area of the stomach. The patient reported she did not check the skin under the heatwrap during use. She stated there was unspecified oozing drainage from the burn. The patient reported her skin was very red around the burn area. The patient did not see a doctor as a result of the burn but a pharmacist at a local pharmacy recommended a burn ointment to use. The patient's burn area had scabbed over on approximately (B)(6) 2015. Action taken with suspect product was permanently withdrawn on (B)(6) 2015. The patient was hospitalized on an unspecified date in 2015 as a result of the events. Therapeutic measures received included self treatment with an unspecified burn ointment. Clinical outcome of the events was resolved (reported as "it took at least a month to heal") on an unspecified date. The patient assessed her skin tone as medium, neither light nor dark. She stated she does not have sensitive skin. The patient reported she has not used any other heat products for pain relief in the past such as an electric heating pad, hot water bottle or microwave gel pack. She did not use any rubs, gels or ointments under the wrap. The patient mentioned there were no defects on the wrap like cuts, tears, holes, or leaks. She did not change or modify the wrap in any way. The patient stated she did not feel the wrap was getting too hot. She did not put the wrap in the microwave and did not use the wrap overnight or while sleeping. The patient used the wrap over healthy skin and over the correct part of the body. She did not exercise and did not apply pressure over the wrap during use. The patient did not wear more than two layers of clothing over the heatwrap and did not use more than one wrap per day.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Follow up ((B)(4) 2015): follow up attempts completed. No further information expected. Follow up ((B)(4) 2015): new information received from a contactable consumer includes: medical history, past product his ory, updated suspect product, suspect product indication, suspect product stop date, updated events onset date, additional event of device misuse, event outcome and patient hospitalization. This case has been upgraded to a serious reportable medical device report. Company clinical evaluation comment based on the information provided, the events device misuse, thermal burn, and wound drainage as described in this case is considered serious bodily injury requiring hospitalization and medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10 day EU and 30 day FDA reportability.